Event description:
The physician performed a laparoscopic oophorocystectomy. During the procedure, the pt suffered a skin burn on her thigh, as the doctor had put the device in a pocket of the drape without switching the light off. The doctor carried out treatment of the burns.

Manufacturer narrative:
The device involved in the event has not been returned to MFR for investigation, but has been inspected by the local sales and service organization without observation. As the products of other manufacturers too, the videotelescope heats up at the distal end during light emission. The heating-up effect of the wa53000a is nevertheless in conformance to the requirements of (B)(4). It can be considered basic knowledge for medical professionals to switch-off the videotelescope when not in use, especially when it is put aside or on the pt. For that purpose and to meet customer expectations regarding usability, the product is equipped with a stand-by mode. Appropriate warning message are included in the IFU. The event is an obvious consequence of a use error with rather minor (temporary) consequences. The case will be closed without further actions.